Event description:
User experienced a leak from the underneath the right side of the analyzer. It was all over the table top and was leaking down onto the floor in front of the analyzer into the walkway. User stated she did not know if any pt results were affected or if erroneous results were reported, but she did not believe so since qc and calibration was fine. It was not known if pts were adversely affected. User was not harmed. The field service rep determined there was an issue with the rinse bath tube stoppers for probe b and c. He also noted the probes were bent and the rotor initialization position was off. He replaced all faulty parts. Performance tests were performed which were within spec.